Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the device was reprogrammed on (B)(6) 2017. The outcome was resolved without sequelae on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional provided the patient's baseline weight.

Event description:
Information was received from a healthcare professional as part of a clinical study regarding a patient implanted with a neurostimulator. The patient reported decreased therapeutic relief on (B)(6) 2017. It was noted that the patient reported a 2/10 pain score following reprogramming at the (B)(6) 2017 visit. It was noted that the most recent programming date and interrogation prior to the event was on (B)(6) 2017. The patient instructed to schedule a reprogramming visit. Therapy was suspended on (B)(6) 2017. On (B)(6) 2017, the patient reported that the stimulation did not provide adequate relief. They also reported that they had turned the device off a couple days prior as the pain had increased with stimulation. The device was reprogrammed at this visit. On (B)(6) 2017, the patient reported discomfort with daily stimulation and started utilizing the device every other day to build up to his full program. On (B)(6) 2017, the device was reprogrammed and there was reported adequate relief. The issue resolved without sequelae on (B)(6) 2017. The event resulted in an unscheduled clinic or office visit. The clinical diagnosis was decreased therapeutic relief. The etiology was related to the device or therapy, specifically due to programming, and the etiology was not related to the implant procedure. Additional information was received from the healthcare professional. On (B)(6) 2017, the patient reported that pain had returned to this gluteal, prostate, and bladder region after the reported good pain control at the previous visit. The patient identified which programs previously provided the best relief and resulted in increased pain. The device was reprogrammed. The event resulted in an unscheduled clinic or office visit. The event was ongoing. The clinical diagnosis was decreased therapeutic relief. The etiology was related to the device or therapy, specifically due to programming, and the etiology was not related to the implant procedure. The most recent programming date and interrogation prior to the event was on (B)(6) 2017.